Event description:
It was reported the patient fell and was feeling pain in the chest. The patient stated it felt like something may have been pulled and the device "may be sticking out further than it was." Follow-up attempts did not yield any additional information from the clinic. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.